Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation and results: photographs of the device were received. Damage was noted on the insert. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 5515-f-501, triathlon ps fem component, cemented, lot code: adpa. Cat. No.: 5520-b-400, triathlon prim tib baseplate, cemented, lot code: brni. Cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: 819r. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 1.0 y. The tibial insert, tibia tray , femoral condyle and patellar components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 7.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 1.0 y. The tibial insert, tibia tray , femoral condyle and patellar components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 7.